Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. Test and inspection data refer to visual check: passed. Device returned to full functionality.

Event description:
The customer reported that the touchscreen could not be used. There was no patient involvement.